Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: with all the available information, boston scientific concludes that product malfunction could not be identified as the probable cause of the reported events as there was no malfunction found with three components during the product analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis:the ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection and the pump passed all tests performed. The ams700 ipp cylinders were microscopically examined it was found that they had wear at the fold in the cylinder body. No problems or damages were found in the ams700 ipp spherical reservoir. Product analysis was unable to confirm the reported tube has a hole, fluid leak, inflation issue and mechanical issues. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device no was longer inflating. During the procedure, it was found that there was no fluid in the ipp. The source of the fluid loss was a broken tubing at the pump. No further information was provided.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device no was longer inflating. During the procedure, it was found that there was no fluid in the ipp. The source of the fluid loss was a broken tubing at the pump. No further information was provided.